Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implant location of this electrode had swelled and was inflamed. No infection was suspected. Surgical intervention was performed and the pocket was re-sutured and the electrode remains in service. No additional adverse patient effects were reported.